Event description:
Customer reported that intermittently the right monitor touch screen locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the touch screen panel. System operates as intended.